Manufacturer narrative:
H11: the device was received for evaluation. A visual inspection with the naked eye noted a separation between the female connector and main body. Functional testing including leak, clear passage and clamp function testing were performed with no issues noted. The reported separation between the main body and twist clamp was not verified, however a separation between the female connector and main body was identified. The cause of the separation between the female connector and main body was determined to be manufacturing related issue due to inadequate solvent bond. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was the separation between the main body and twist clamp of the minicaptransfer set; further described as "the pivot part of the catheter was detaching from the rest of the catheter." This occurred when disconnecting after peritoneal dialysis therapy. The patient screwed the catheter back together. There was no report of patient injury or medical intervention associated with this event. No additional information is available.